Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 4.5 cm from the connector pin due to an insulation wrinkle from a tight bend radius next to the connector boot.

Event description:
This report is to advise of an event observed during analysis.